Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) alarms did not totally go away after the iabp was swapped, but did seem to be less frequent for a time. It is now alarming for helium loss 2 about every 30-60 minutes, randomly. There is no signs of blood in the gas tubing, and the pump is otherwise supporting the patient well. As a result, all connections were tightened. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). For complaint related to the same event MDR #3010532612-2019-00251 and (B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of the helium loss alarm is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4). For complaint related to the same event see MDR #3010532612-2019-00251 and tc (B)(4).

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) alarms did not totally go away after the iabp was swapped, but did seem to be less frequent for a time. It is now alarming for helium loss 2 about every 30-60 minutes, randomly. There is no signs of blood in the gas tubing, and the pump is otherwise supporting the patient well. As a result, all connections were tightened. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.